Event description:
It was reported that the patient had syncope and went to the emergency room. It was found that the right ventricular (rv) lead hadhigh threshold and there was diaphragmatic stimulation. Further tested revealed that the rv lead had perforated the myocardium. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead 2012-(B)(6). (B)(4).